Manufacturer narrative:
This complaint has been identified as b braun medical internal complaint number (B)(4). The actual device involved in the reported incident was not returned for evaluation but the logs were provided for review. Details of history log: log review confirms evaluation of infusion constraints that on (B)(6) 2025 and 8:47am an infusion set-up of .043mmol. And .86ml for rate set of 0.15ml/hr and time of 5 hours 44 minutes, and that 0.14ml/hr would set a time of 6 hours 9 minutes. The defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: evaluated and found infusion time is correct to infuse 0.86 ml over less than 6 hours at 0.15 ml/hr. If ran at 0.14 ml/hr the infusion would run 6 hours and 9 minutes which exceeds the entered infusion time. Pump remains in circulation.